Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by spiking the device into an in-house solution bag and repriming. The set was found to flow very slowly above the top y-site. The y-site was then tested with an in-house syringe, which revealed clear passage through and out the tubing. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set would not prime. Fluid would fill the drip chamber; however it would not flow through the line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.